Event description:
A patient experienced red eyes with pain and burning, intense and generalized myalgia and arthralgia, weakness and photophobia. The patient's symptoms first appeared immediately following the hemodialysis session. The patient was treated with naproxen and acetaminophen and required hospitalization. Treatment during hospitalization is unknown. Reportedly, the patient's symptoms would diminish during the interdialytic interval, then increase in intensity with the next dialysis session with a ca membrane. This occurred over the next 2 dialysis sessions. The symptoms gradually dimished after the patient was changed to a cahp 210 dialyzer in october 2003. The physician at the center reports the patient has fully recovered.